Event description:
It was reported that during a laparoscopic appendectomy procedure, it was very strong/not possible to open the device. Clips fell out of the device before firing. A new device was opened and the surgery was finished. There were no consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: how was the device removed from the tissue? The device wasn´t on the tissue. Was the staple retaining cap on the cartridge when loading the device? No. Did the staples fall into the patient? If yes, were all staples retrieved? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. What color cartridge was being used? Blue.

Manufacturer narrative:
(B)(4). The analysis results found that ets45 device was received in the "open" position. A "click" noise could be heard when rotating the device. A cartridge was returned with the device, but it was not installed. The device was able to close with the cartridge installed. The jaw was closed on a test skin to test closure system functionality. When the release button was pushed, the device did not open. (Test was suspended after 64 seconds.) The device did open after a very small force was applied to the trigger. Device appeared to open without problem without a cartridge installed. After opening the handle, the pusher tube remained engaged to the yoke. Witness marks on the jaw retainer indicate it is interfering with the pusher tube. The tube spring was engaged on the yoke flange in such a manner to prevent full engagement of the pusher tube into the yoke flange feature. This caused the jaw retainer surface to rub on the inside diameter of the pusher tube, creating friction that prevented the jaws from opening. In addition, a 6r45b cartridge was received along with the device. It was noted partially fired 1/10 and with the lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.